Event description:
A customer reported their x8-2t transducer had a gouge in the insertable sheath portion. This probe is associated with the epiq cvx ultrasound system. The issue was found outside of patient use, and there was no patient or user harm. The transducer was replaced to address the customer's immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.